Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug did not fall out of the exoseal vcd shaft, but it was found partially deployed and partially out of the shaft. The plug was not found fully inside the shaft, and the indicator wire was still visible when the device was removed, though only a little bit. A non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure performed using a retrograde approach. The physician was certified to use the exoseal vcd. Additional information was requested but not provided. One non-sterile vascular closure device 6f ¿ us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi, the deployment lever on the device was pressed and the plug was present on the delivery shaft, but partially deployed, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter (ID) was measured and compared. The results were within specification (passed) for the distal tip ID specification. The tests were successful, confirming that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. No microscopic analysis was conducted, as the required tests were covered by the functional analysis. The reported event by the customer as ¿indicator wire ¿ unable to retract¿ was not confirmed since the indicator wire was retracted as the unit was received. The reported event by the customer as ¿vascular closure device (vcd) ¿ deployment difficulty - partial deployment¿ was confirmed since the mechanism of the unit was actioned to deploy, however a partial deployed plug was found. The tests were successful, confirming that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot, additionally, the inner diameter of the delivery shaft distal tip was measured and it was within specification, thus procedural, patient related and/or handling factors might have contributed to the condition found on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug did not fall out of the exoseal vcd shaft, but it was found partially deployed and partially out of the shaft. The plug was not found fully inside the shaft, and the indicator wire was still visible when the device was removed, though only a little bit. A non-cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure performed using a retrograde approach. The physician was certified to use the exoseal vcd. Additional information was requested but not provided. The device will be returned for evaluation.